Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the lock lever cap (mechanical issue) for de-airing could not be determined. It is possible that the users hands were wet due to contact with flushing fluids (de-airing process) and resulted in difficulties gripping the cap; however, based on the information provided and without the device to analyze, a cause cannot be confirmed. It is possible the leak noted after re-tightening the cap was related to the issues experienced loosening the cap and related to user technique; however, this cannot be confirmed as well. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), the lock line cap was difficult to open, and then leaked which, if used, has the potential to cause or contribute to serious injury. It was reported that during preparation of the clip delivery system (cds), the lock line cap could not be opened. After some manipulation, the cap finally opened with hemostats. The device was de-aired. The lock line cap was then attempted to be closed, but was leaking. The device was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.